Event description:
The customer reported to olympus, the visera pro video system center had an image defect, and the video connector port was noted to be wobbling. Upon inspection of the customer¿s returned device it was observed, the fan of the device was not rotating. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, the following evaluation findings were observed: image was disturbed, and the connector receiving lock did not work. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event occurred due to a faulty converter. However, the specific root cause of the faulty converter could not be determined at this time. Olympus will continue to monitor field performance for this device.